Event description:
It was reported that during an infusion of morphine (2mg on demand, 10 minute lock, max dose 20mg) the pcu has a system error. There was patient involvement but no harm. Customer is also requesting to know how much medication was infused at the time of the system error.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction : medical device type, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, PMA / 510(k)#, device manufacture date.

Event description:
It was reported that during an infusion of morphine (2mg on demand, 10 minute lock, max dose 20mg) the pcu has a system error. There was patient involvement but no harm. Customer is also requesting to know how much medication was infused at the time of the system error.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that during an infusion of morphine (2mg on demand, 10 minute lock, max dose 20mg) the pcu has a system error. There was patient involvement but no harm. Customer is also requesting to know how much medication was infused at the time of the system error.